Event description:
It was reported that the patient presented in clinic for a follow up. Upon interrogation, it was noted that the right atrial (ra) lead exhibited noise and pacing impedance below the lower limit. Programming changes were made and patient continued to be monitored. No patient consequences reported.

Event description:
Related manufacturer reference number: 2017865-2023-12995. New information received noted that the right atrial (ra) lead exhibited noise and low pacing impedance. The right ventricular (rv) lead exhibited noise. The ra and rv lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of noise and low pacing impedance were confirmed. A complete lead was returned in three pieces. Electrical testing found internal shorting and dissection of the lead found the inner insulation was abraded which caused the noise and low pacing impedance. No other anomalies were found.